Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/18/2025. An investigation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt. The syringe plunger was depressed to inject air. The btt was unable to be inflated. Based on the returned condition of the device as well as the evaluation results, the reported failure "inflation problem" was confirmed. A manufacturing engineering evaluation was conducted. The btt balloon inflation valve was inspected visually under magnification. See figures 1 and 2. It was observed that the rubber component inside the valve was deformed, thus allowing air to escape from the balloon. A reference btt device was inspected visually under magnification for comparison. See figures 3 and 4. On the reference btt, the rubber component was not deformed and was visible within the valve. Based on the manufacturing engineering evaluation, the reported failure "inflation problem" was confirmed. The lot # 3000478899 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon on the btt would not hold air. The valve for balloon on trocar-wouldn't hold air, nothing to do w/insufflation balloon malfunctioned. Had to open new kit to complete the procedure. Only delay time was the length of time to open new kit. No injury to pt.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 06/18/2025. An investigation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt. The syringe plunger was depressed to inject air. The btt was unable to be inflated. Based on the returned condition of the device as well as the evaluation results, the reported failure "inflation problem" was confirmed. A manufacturing engineering evaluation was conducted. The btt balloon inflation valve was inspected visually under magnification. It was observed that the rubber component inside the valve was deformed, thus allowing air to escape from the balloon. A reference btt device was inspected visually under magnification for comparison. See figures 3 and 4. On the reference btt, the rubber component was not deformed and was visible within the valve. The investigation determined that the rubber component within the valve was deformed by improper insertion of the syringe. The syringe was inserted into the valve in a way that deformed the rubber component, thus allowing air to escape because it did not create a proper seal within the valve. Based on the manufacturing engineering evaluation results, the reported failure "inflation problem"was confirmed.

Event description:
N/a.